Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that since june symptoms have gotten worse, and after reprogramming multiple times, hcp decided to implant a different system. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s symptoms getting worse and then device being replaced was unknown. The old device was removed and a new implant placed. Regarding resolution of the issue, the hcp stated that they continue to cycle through programs. There were no further complications reported or anticipated.